Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo displayed two damaged 100-count cartons from batch 7240905 (p/n 309628). One photo displayed the bottom view of a sealed 1ml blister pack with a red circle indicating a hole in the bottom web. One photo displayed the top view of three 1ml blister packs with red circles indicating tears in the top web. The open seals were rejectable per product specification. Potential root cause for the open seal defect is associated with the transportation of the product after the product left the manufacturing site. The damage is not associated with the manufacturing plant. No manufacturing defects were confirmed. The distribution center reviewed the information in the complaint. This material is shipped palletized in an export container. Cases are shrink wrapped in packs of four by the manufacturing site. The complaint description describes finding, ¿two boxes of damaged packaging in one box of products with intact packaging¿. The dc is not allowed to open or make any changes to product packaging, and therefore ships as received from the manufacturing site and there is no over-packing. The chinese labeling displayed on the carton is not applied at the distribution center. Lastly, the distribution center assess product damage. Damage to any case in the shippable unit would result in the removal of the four pack unit and subsequent scrap. The investigation concluded the condition reported was not a part of distribution processes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd syringe's with the luer-lok¿ tip were found with damaged packaging before use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6)2020 when our company unpacked lots of 7240905 syringes, we found that there were two boxes of damaged packaging in one box of products with intact packaging, and the syringes in the damaged boxes had damaged packaging." "It is confirmed that the packing box of 800 pieces/carton is sealed before the packing is opened without any marks of packing. This is the second time that our company has discovered this phenomenon."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe's with the luer-lok¿ tip were found with damaged packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020 when our company unpacked lots of 7240905 syringes, we found that there were two boxes of damaged packaging in one box of products with intact packaging, and the syringes in the damaged boxes had damaged packaging." "It is confirmed that the packing box of 800 pieces/carton is sealed before the packing is opened without any marks of packing. This is the second time that our company has discovered this phenomenon."